Event description:
Reportedly, the rectum stump wasn't closed completely. Numerous attempts to acquire additional information regarding this event have not be answered. If/when additional information is received it will be reported at that time.